Manufacturer narrative:
Investigation pending.

Event description:
Caller (patient's public health nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011. Inratio2: 5.2, lab: 3.5.